Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of cough and headache. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. A dust-like contaminant was observed inside the inlet of the blower box, on the blower, the blower seal, blower box, and bottom enclosure. Hair-like particles were observed on the heater plate spring and bottom enclosure. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 30 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.